Event description:
It was reported that a warning was triggered due to low pacing impedance on the right atrial (ra) and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead, implanted: (B)(6) 1993. (B)(4).